Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens tore during insertion into the pt's eye. Lens was removed with no pt injury. Another same model and size lens was implanted. Cause of this incident was loading error.

Manufacturer narrative:
(B)(4). Results: a visual inspection of the returned product found the optic is torn. One loop haptic and piece of optic is torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).